Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Analysis identified residue in the motor gear train that contributed to the stall.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that the pump was returned, but the representative was not aware of any complaint associated with the pump. Analysis was being requested. No further information was provided. Additional information was received from a healthcare provider (hcp) via a clinical study. The patient was receiving sufentanil (3.0 mg/ml at 1.3577 mg/day), clonidine (0.4 mg/ml at 0.18102 mg/day), and bupivacaine (7.5 mg/ml at 3.3941 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, the patient went in for a scheduled visit, and complained of nausea, dizziness, and diarrhea. The patient reported h earing a beeping sound for 3 days, and was louder on the morning of (B)(6) 2017. The pump was interrogated, revealing a motor stall on (B)(6) 2017 at 08:00, with no recovery; the alarm was currently occurring. The device diagnosis was pump motor stall, and the clinical diagnosis was symptoms of drug withdrawal. The pump was explanted/replaced on (B)(6) 2017. The event was related to the devic e/therapy, and not related to the implant procedure. It was noted that the event resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to symptoms of drug withdrawal. The outcome was updated to resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.